Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, one of the battery tri-cells was depleted. The tri-cell was leaking, causing the cell to deplete. The root cause for the leaking cell could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to hold a charge.